Event description:
The user facility reported that a one-way valve in the tubing line was discovered to be stuck in the open position near the end of a bypass procedure. The perfusionist had already stopped the pump and then clamped the line before changing out the valve. There was no reported patient injury and the procedure was completed successfully without any further complications. The reported blood loss due to the change out was estimated to be a couple of cc's.

Manufacturer narrative:
The returned sample was decontaminated, visually examined and tested. Water was gravity fed through the line in both directions to test the valve. This testing confirmed that the valve was not functioning properly by allowing the water to flow in both directions. The device supplier has been notified. There were no indications of any production related problems in the device history records. A review of the complaint files confirmed that this lot has not been reported previously nor have there been any previous reports for this issue with the valve. All available information has been placed on file in quality assurance for use in tracking, trending and follow up.